Event description:
During an angioplasty of the right tibial peroneal trunk and the anterior tibial vessel of the patient the 4.0 mm x 220 mm sleek balloon was inserted through a hemostatic valve and inflated twice in the patient without issue. The balloon was removed through a 6 fr long sheath. The balloon was re-entered and met a lot of resistance while trying to advance it through a 55 cm 6 fr raabe sheath for the 3rd inflation. Excessive torquing was required to advance the balloon through the sheath on the third attempt. Resistance was met while advancing the device over the guide wire, but it was not as much resistance as going through the sheath. At some point after crossing the aortic bifurcation the balloon shaft kinked and broke into two pieces. The balloon had to go through an iliac stent as well as plaque and stenosis. The broken piece had to be removed with the use of a snare, with difficulty. Minimal resistance was met when removing the proximal broken piece of the balloon catheter. The device appeared to separate in the middle section of the balloon catheter, but the device is being sent in to determine exactly where the separation occurred. Either at the end of this retrieval or directly after, the left iliac artery was perforated. A covered stent was placed after getting contralateral access and two units of blood were given to the patient. The patient was hemodynamically okay when leaving the endosuite. The patient stayed in the hospital for two days and was sent home in good condition. There were no anomalies noted on the product prior to removal and after removal from the packaging, as well as none noticed during prep.

Manufacturer narrative:
The complaint report stated that the 4.0 mm/220 mm sleek pta balloon catheter broke into 2 pieces during a peripheral angioplasty of the right tibial peroneal trunk and the anterior tibial vessel. The separated segment was snared out with some difficulty and at some point (either at the end of the retrieval or directly after), the left iliac artery was perforated. A covered stent was placed after getting contralateral access, and two units of blood were given to the patient. The patient was hemodynamically ok when leaving the endosuite. As reported, the balloon was inflated twice in the patient without issue and then removed through the 6fr. Long sheath. The balloon was then reinserted with difficulty through the 6fr sheath for a 3rd inflation. At some point after crossing the aortic bifurcation, the balloon shaft broke into two pieces. The balloon had to go through an iliac stent as well as plaque and stenosis. The target stenosis had been crossed with a frontrunner xp, and was a cto. There were no anomalies noted on the product before use. The device was inserted through a hemostatic valve. After two previous inflations of the at and tp trunk, the balloon met a lot of resistance while trying to advance it through a 55 cm 6fr raabe sheath (cook medical) for the 3rd time. Excessive torquing was required to advance the balloon through the sheath on the third attempt. Resistance was met while advancing the device over the guide wire, but it was not as much resistance as going through the sheath. The device kinked while being pushed through the sheath a third time. Minimal resistance was met when removing the proximal broken piece of the balloon catheter. The patient stayed in the hospital for two days and was sent home in good condition. The product was returned to the manufacturer (clearstream) and was examined by a product development engineer. On examination it was evident that there was damage to the distal tip. The inner was bunched at the distal side of the marker bands and within the balloon. The inner from the proximal fuse to the report was badly stretched and bunched, the shaft was severely stretched and kinked, the hypotube was so kinked that the black transition outer had stretched and both the hypotube and transition outer had snapped. There were a few visible kinks in the hypotube at the proximal end. Clearly a lot of force had been applied while trying to remove the catheter from the patient. However, there was nothing evident on the balloon to explain why it caused difficulty on re-insertion. There was re-wrap evident and the balloon folds at the distal tip were in good formation. The manufacturing documentation for this lot was reviewed and no anomalies were recorded in the lot history record. The complaint was confirmed; however, a definitive root cause as to why the balloon caused difficulty on re-insertion could not be determined. This complaint will be fed into clearstream's post market surveillance procedure and further analysis will be carried out if a similar complaint or failure is encountered. No actions will be taken at this time. After an internal review of our current quality agreements with our external manufacturing partners it was determined that (B)(4) is considered the legal importer of this device. Therefore, the regulatory report is being filed accordingly.